Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was a break in aseptic technique further described as the patient made a mistake. The patient was not hospitalized for the event. On an unreported date, the patient was treated with an intraperitoneal (ip) vancomycin injection (1 gram, stat), ip injection of amikacin (100 milligram, once a day) and ip injection of fortum (1 gram, once a day) for peritonitis. The outcome of this event is unknown. The action taken with dianeal therapies was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.